Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause : mlc-21 - improper technique of obtaining or applying blood sample. (B)(4). Note: manufacturer contacted customer on 11/7/2017 in a follow-up call in order to ensure that the initial concern was resolved; customer says meter is working as it should and does not need any further assistance.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from non-fasting back to back blood tests of 451 and 122 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. Customer did state that they do not wash hands before testing; customer was advised of proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 118 mg/dl and 119 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/18/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 : 451 mg/dl date: (B)(6) 2017 time: 6:07am non-fasting, result 2 : 122 mg/dl date: (B)(6) 2017 time: 6:05am non-fasting, result 3 : 129 mg/dl date: (B)(6) 2017 time: 8:34am fasting, result 4 : 174 mg/dl date: (B)(6) 2017 time: 1:20am fasting, result 5 : 153 mg/dl date: (B)(6) 2017 time: 3:20am fasting. Customer concerned of erratic results. Customer tested back to back and received readings with over a 300 point difference. Customer says that strips are stored properly but did mention not washing hands before testing. Advised customer on proper hand hygiene before testing. Advised of proper testing technique. Customer ran control test and results are with range. Ran back to back blood test after having customer to wash hands and results are consistent. Customer says she will keep meter and continue to monitor.